Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter. And an irrigation issue (device used in patient) was observed. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 19-nov-2025. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test due to the irrigation tube was found bent inside the tip. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized normal saline prior to insertion into the body and ensure that saline flows through the distal end of the irrigation lumen. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an octaray mapping catheter. And an irrigation issue (device used in patient) was observed. No error code was displayed. Reflux was not flowing properly from the pressure bag. It is suspected that the inside of the octaray mapping catheter may have been damaged. Since it was near the end of the procedure, the procedure was decided to finish as it was. The procedure was completed without patient's consequence. Additional information was received. The suspected device for the reported flow/irrigation issue was the catheter. The device was used in the patient. No pump was used. No error. Adequate irrigation was not observed during pressure bag¿assisted catheter irrigation. No steps taken to resolve the irrigation issue since it was near the end of the procedure, the procedure was decided to finish as it was. Since the issue was related to octaray mapping catheter, it was not related to the generator.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).